Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the most probable cause of the no image failure is due to a defective printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It had been observed that during the device evaluation the colonovideoscope was found to have no image. There was no patient involvement.